Manufacturer narrative:
Analysis was based on the customer's supplied photograph. Examination of the photos confirmed a blood leak, but the source of the leak could not be determined. A material trace of the pressure dome housing assembly and its components used to build lot e339 did not find any nonconformances. The device history record (DHR) review for the lot did not highlight any related nonconformances. The customer reported defect/fault is verified however the complaint is not considered confirmed as it is not possible to determine a root cause from the information provided. Investigation complete: (B)(4). Device not returned.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e138 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. A review of kit lot e138 shows no trends. Trends were reviewed for complaint category pressure dome membrane leak, and no trend was detected for this category. This assessment is based on the information available at the time of the investigation. At the time of this report, the return product evaluation has yet to be completed. A supplemental report will be sent once investigation is complete. This case is reportable as a MDR due to the reportable malfunction, pressure dome membrane leak. Since the pressure dome membrane leak is associated with the kit, only one MDR will be filed for this case. (B)(4). Device not returned

Event description:
Customer reported a system pressure dome leak during treatment precedure. Customer stated the pressure dome popped off. Customer reported that there were no alarms prior to blood leak, and the leak occurred about 15 mins into the procedure. Customer aborted the procedure with no return of blood products to the patient. Patient was in stable condition.